Manufacturer narrative:
The initial medical device report was submitted (2938836-2015-00120). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that no communication could be established with the device and was noted to be at eri. Upon removal, a bulge was noticed on the device. The patient was well during and after procedure.